Manufacturer narrative:
Correction: a3 - gender and date of birth were missing from previous report.

Manufacturer narrative:
Additional information: a1 and h6 - type of investigation, investigation findings, and investigation findings

Manufacturer narrative:
Correction: h1 - incorrect report type was previously selected. Report type should be "malfunction" .

Event description:
It was reported that the patient presented for routine implant of the right ventricular lead. During the procedure the lead the physician attempted to insert the stylet. However, it was observed that the stylet failed to advance through the lead. The attempt to place the lead was abandoned. There were no adverse patient consequences.

Manufacturer narrative:
Further information was requested but not received.